Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg was explanted and replaced. Reportedly, the ipg was loose and not secure in the pocket. This issue resulted in communication issues due to the inconsistent ipg position in the pocket. During the procedure the ipg was explanted and the pocket was repositioned. The issue was reportedly resolved with the revision of the ipg pocket.